Manufacturer narrative:
The device remains in use and was not available for evaluation. Although the evaluation of the submitted system controller log file confirmed low speed events while connected to a power module, a specific cause for these events could not be conclusively determined through this evaluation as there is no product available for investigation. The submitted system controller log file captured low speed hazard alarms on 15jan2019 at 09:54:42 am, associated with the pump speed decreasing to values as low as 1860 rpm. These events occurred while the system controller¿s black power cable was connected to a power module. Power elevations up to 23.3 w were captured during these events, and low flow hazard alarms were associated with the low speed hazard events. One transient motor stopped alarm was also captured during the events. Based on previous complaint history, these events could be indicative of a potential driveline issue. The heartmate ii lvas patient handbook contains a section on caring for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas instructions for use (IFU) outlines indications of driveline damage as well as how to respond to such events. Both of these documents outline all system controller alarms, as well as how to respond to each alarm condition. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2015. It was reported that the patient visited the hospital for a regular check. While connected to the power module (ppm), a very short pump stop occurred. Log files were retrieved and showed a pump stop while the patient was attached to the ppm. An x-ray of the driveline was performed, and tech services was involved. A non-grounded patient cable was requested. The patient was admitted in the hospital for one night for observation. Red heart alarm was observed. No further information was provided.